Manufacturer narrative:
The insulin pump passed the displacement, the rewind, the basic occlusion, the occlusion, the prime and compromised force sensor system, and the excessive no delivery test. The insulin pump was received with missing segments due to a cracked lcd zebra connector. The insulin pump had a minor scratched display window and a cracked reservoir tube lip. (B)(4).

Event description:
The customer called in to report a faint line across the display. The customer also reported that several weeks prior to the call, having a lump near the injection site and being treated in an emergency room with antibiotics for an infection. The customer's blood glucose level was 235 mg/dl. The customer declined to troubleshoot. The customer could not recall any significant events leading to the issue. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and agreed to return the product for analysis.